Event description:
Rep phoned and reported that the sliding sheath got stuck once it was inserted into the endoscope the product could not be used for the procedure "as per cc form": the stylet got stuck in the sheath the needle was in the scope; they had to take out the stylet but it was not possible the product could not be used for the procedure; they had to take another one. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? N/a, handle end, patient end na 2. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no 3. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 4. Was force required on insertion of device into scope? No 5. Was the endoscope in a flexed or twisted position at any time during the procedure? No 6. Was gaining access to the target site difficult? N/a, yes, no na 7. Was puncture of the targeted site difficult? Na 8. How many samples were obtained (passes completed) with this needle? Na a per description of event: rep phoned and reported that the sliding sheath got stuck once it was inserted into the endoscope could you please elaborate on this? They put the needle into the scope and tried to take out the stylet, which wasn¿t possible. "As per cc form": the stylet got stuck in the sheath (did the stylet got stuck at the distal end of the needle as per picture below?) -yes, the stylet was in the needle when they put it out of the box. It was not possible to take the stylet out of the needle.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2054697 of echo-hd-19-a was returned not in its original packaging for evaluation. With the information provided, a physical examination investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 11th of december 2025. Visual inspection: stylet return partially removed from device. Distal end of needle examined and kink observed approx. 6cm from tip of needle. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with no issue. Stylet removed from device with no issue. Attempted to re insert stylet but would not pass distal kink. Equipment used: ruler: ipe 0402. Calibration jan 2035. The reported failure was observed. Clarification was requested as follows: ¿during lab evaluation distal end of needle was examined and kink was observed approx. 6cm from tip of needle. A per description of event: rep michaela mucka phoned and reported that the sliding sheath got stuck once it was inserted into the endoscope - could you please elaborate on this? The product could not be used for the procedure. "As per cc form": the stylet got stuck in the sheath (did the stylet got stuck at the distal end of the needle as per picture below?) The needle was in the scope, they had to take out the stylet, but it was not possible the product could not be used for the procedure; they had to take another one. Response was received as follows: ¿they put the needle into the scope and tried to take out the stylet, which wasn¿t possible.¿ and ¿yes the stylet was in the needle when they put it out of the box. It was not possible to take the stylet out of the needle.¿ additional clarification was requested as follows: ¿could you please confirm with the customer if it was not possible to take the stylet out of the needle inside the scope (as per description: the needle was in the scope, they had to take out the stylet but it was not possible.) It is not clear from the below if the customer tried to remove the stylet out of the needle after taking it out of the box prior to the procedure or the problem occurred just during the procedure. ¿yes the stylet was in the needle when they put it out of the box. It was not possible to take the stylet out of the needle.¿ response was received as follows: ¿the customer unpacked the product and did not attempt to remove the stylet from the needle at that point. The needle was inserted into the scope, and then they removed the stylet, but this was not possible.¿ manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2054697. A review of the manufacturing records for echo-hd-19-a of lot number c2054697did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the ¿notes¿ section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review: an image was not returned for evaluation. Root cause analysis: a definitive cause could not be determined from the investigation. A potential root cause could be attributed to distal needle kink. It is possible that the kink occurred during insertion into the scope, causing deformation at the distal end of the needle. This could have resulted in the stylet becoming lodged within the sheath, leading to the inability to advance or retract both the stylet and the sheath extender within the scope. During laboratory evaluation, the stylet was removed from the needle, and it was observed that the stylet could not pass the distal kink when attempting to re insert it. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer: the sliding sheath got stuck once it was inserted into the endoscope and the stylet got stuck in the sheath. Confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A potential root cause could be attributed to distal needle kink. It is possible that the kink occurred during insertion into the scope, causing deformation at the distal end of the needle. This could have resulted in the stylet becoming lodged within the sheath, leading to the inability to advance or retract both the stylet and the sheath extender within the scope. During laboratory evaluation, the stylet was removed from the needle, and it was observed that the stylet could not pass the distal kink when attempting to re insert it. Complaints of this nature will continue to be monitored for similar events. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental report is being submitted due to completion of the investigation on 07-jan-2026.